Event description:
It was reported when using the bd vacutainer® no additive (z) tube, the customer noticed the tube was past expiration. No health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. As no customer samples or photos were received the scope of this investigation is limited. No root cause could be established for the reported defect. Bd makes no claims on expired product. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® no additive (z) tube, the customer noticed the tube was past expiration. No health impact or consequences reported.